Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing and noise. This oversensing and noise led to an inappropriate mode switch. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).